Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.a return material authorization (RMA) was issued for the sensor to be returned to senseonics for investigation. However, the RMA was never received. A review of the user's data in data management system (dms) showed that the user's high glucose alert level was 200 mg/dl and low glucose alert level was set at 70 mg/dl. Upon review, it was observed that the reported sensor reading of 45 mg/dl and the blood glucose value of 120 mg/dl at 6:48 am cet on (B)(6) 2021 could not be confirmed. Per dms, the sensor glucose displayed was actually 69 mg/dl at 6:48 am cet and the bg value of 120 mg/dl was not entered as calibration/additional calibration. Since there was no calibration entry of 120 mg/dl at around 6:48 am cet, it could not be confirmed if there was any malfunction of the system.

Event description:
Senseonics was made aware of an incident where patient reported a false hypoglycemia event. Blood glucose (bg) was 120 mg/dl where as the eversense xl cgm system displayed 45 mg/dl. Although, user received low glucose alerts, it was a false alert. Patient did not have any symptoms as the blood glucose was in normal range.